Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The pump had a scratched display window and cracked battery tube threads. The low reservoir alarm functions properly.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 174 mg/dl at the time of the incident. The customer stated that the insulin squirted out during priming. The customer received a low reservoir alarm and the insulin ran out in the middle of the night. Troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.